Event description:
A nurse in the hemodialysis center reported she heard an alarm from a meridian hemodialysis instrument. She inspected the instrument and found there was an air detected alarm but when the bloodlines were inspected she saw there was air between the return line clamp (patient isolation clamp) and the patient. She described the air as a column of foam between 1 and 3 inches long and just after the clamp. She does not believe the patient received air. The patient chair was leaned back while they observed the patient. The patient was not put in trendlenberg position. She stated there were no symptoms from the patient and the patient was allowed to leave with no medical intervention.